Manufacturer narrative:
Section d10: correction. Section h3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of a controller display issue was confirmed during analysis. The evaluation of the returned system controller serial number hsc-060318 revealed that the lcd screen was white. Further evaluation isolated the issue to a compromised lcd screen. The white lcd screen did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd screen was not determined during analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient could not see the parameters on the controller lcd screen. The controller was exchanged.